Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event. This record contains no information on patient involvement. No patient, user or third-party harm was reported. Also, it is unclear whether the failure caused any delay in treatment. Based on the available information a malfunction or defect of the device is not apparent. This root cause is most likely a clinical use error and is not related to the quality of the product. As there was no other similar case for the product family (hamilton-c1, t1, mr1) on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored regularly and if the failure rate was to increase a CAPA will be considered. Note: for annex-d the investigator chose imdrf code "1402 - device problem excluded". This code is not yet available in the esubmitter (08/22/2024).

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device switched from standby mode into watchdog mode. This occurrence was noticed while the ventilator device was in standby modus in the recovery room of the hospital. The customer reported that a continuous alarm was observable both visually and through hearing. No technical failures were displayed. The device log files (service log, error log, event log) do not cover the events of the time of failure. Instead, the log files shown that the ventilator device was started-up on (B)(6) 2024 and remained in standby until (B)(6) 2024. No ventilation/therapy was started during this time. However, the device kept switching between ac power and battery power until the ventilator device was switched off. No tf/te error codes appeared in device logs. There is no patient involvement reported. There is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device switched from standby mode into watchdog mode. This occurrence was noticed while the ventilator device was in standby modus in the recovery room of the hospital. The customer reported that a continuous alarm was observable both visually and through hearing. No technical failures were displayed. The device log files (service log, error log, event log) do not cover the events of the time of failure. Instead, the log files shown that the ventilator device was started-up on (B)(6) 2024 and remained in standby until (B)(6) 2024. No ventilation/therapy was started during this time. However, the device kept switching between ac power and battery power until the ventilator device was switched off. No tf/te error codes appeared in device logs. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device switched from standby mode into watchdog mode. - this occurrence was noticed while the ventilator device was in standby modus in the recovery room of the hospital. - the customer reported that a continuous alarm was observable both visually and through hearing. No technical failures were displayed. - the device log files (service log, error log, event log) do not cover the events of the time of failure. Instead, the log files shown that the ventilator device was started up on (B)(6) 2024 and remained in standby until (B)(6) 2024. No ventilation/therapy was started during this time. However, the device kept switching between ac power and battery power until the ventilator device was switched off. No tf/te error codes appeared in device logs. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - investigation outcome: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event. This record contains no information on patient involvement. No patient, user or third-party harm was reported. Also, it is unclear whether the failure caused any delay in treatment. Based on the available information a malfunction or defect of the device is not apparent. This root cause is most likely a clinical use error and is not related to the quality of the product. As there was no other similar case for the product family (hamilton-c1, t1, mr1) on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored regularly and if the failure rate was to increase a CAPA will be considered. Note: for annex-d the investigator chose imdrf code "1402 - device problem excluded". This code is not yet available in the esubmitter (08/22/2024). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d3, d4, g6, h2, h4, h11.